Event description:
Ever since I've been wearing masks, I have been getting bad headaches, dizzy spells, my breathing is stunted. I have a chronic cough. I also have intermittent problems with digestion via a stomach bug that I get due to excess mucus in the digestive system. Given to me at (B)(6). FDA safety report ID#: (B)(4).